Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii extension cuff and an anuerx stent graft system were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented emergently, approximately 8 years post implant, with a ruptured aneurysm, due to a type ia endoleak. It was reported that the endurant cuff had lost proximal seal, leading to the type ia endoleak. The physicians implanted an additional endurant ii cuff and 12 heli-fx endoanchors as treatment, intentionally covering the patient's renal arteries in order to gain a more robust proximal seal. A reliant balloon was used to iron the cuff. An angiogram was then performed, which showed continual filling within the aneurysm from the type ia endoleak. The physicians then re-ballooned using the reliant and implanted a further 4 endoanchors within the stent graft material. Another angiogram was then performed, showing that there was still some filling within the aneurysm. The physicians elected to end the procedure and obtain a follow-up CT on a later date. The physician stated the cause of the event was anatomy related, due to disease progression. No additional clinical sequelae were reported and the patient will be monitored by their physician.